Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left and right common femoral arteries (lcfa and rcfa) was used with proglide devices with the pre-close technique via 6f sheaths prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, in the rcfa, one proglide suture was successfully preplaced. A second proglide suture broke. The sutures of another proglide device as pre-placed. In the lcfa, two proglide sutures were preplaced. The sheaths were upsized to 20f and the aaa procedure was completed. In the lcfa, the suture broke when it was pulled by the suture trimmer. Another proglide suture was added to the lcfa. Hemostasis was achieved with the pre-placed proglide sutures in each access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.